Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, a temperature change occurred prior to the occlusion alarm declaring. During troubleshooting, a new cartridge and infusion set was loaded, and the pump performed as intended. Customer¿s blood glucose level was below 240 mg/dl.